Event description:
It was reported that a box hit the patient. Upon interrogation, a high threshold was observed on the right ventricular (rv) lead and no capture at high output was noted on the left ventricular (lv). The rv and lv leads were explanted and replaced. There were no adverse health consequences, the patient was stable.